Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report of an observational study from a physician in (B)(6) of peritonitis in a subject coincident with extraneal viaflex, physioneal 40, and nutrineal therapies for continuous ambulatory peritoneal dialysis (capd). It was not reported whether extraneal viaflex, physioneal 40 and nutrineal therapies were ongoing. On (B)(6) 2010, the subject experienced peritonitis. The cause was unknown.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.